Event description:
It was reported that the pump¿s screen bezel separated from the device, the pump continued to operate, and a replacement was arranged; the event aligns with a loss or failure of bonding associated with the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a bonding failure of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.